Manufacturer narrative:
Result of investigation: sample provided for evaluation. Samples were inspected and were found with excess of silicon. Therefore, the defect reported by the customer could be confirmed. The root cause is determined to be manufacturing process - assembly process (internal).

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. PMA/ 510(k): enforcement discretion vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the airlife® arterial blood sampler experienced blood does not flow up the syringes as if there is additional back pressure. Blood is flashing in the hub then flowing back to the patient. The customer confirmed that there was no patient harm associated with the reported event.